Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were noted. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure.

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were noted. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were noted. The patient will undergo a lead replacement procedure.